Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 3/6/2017 to address the reported event. The fse conducted a service call with the customer over the phone. During the service call, the customer was advised to check all places a leak could occur and had the customer perform 4 more drain flushes. After the customer performed the drain flushes, they reported that the instrument seemed to be running specimens without errors.the instrument was verified as operational. No further action required by fse. The most probable cause of the reported event was air the system.

Event description:
On (B)(6) 2017 a customer reported low pressure with their g8 analyzer. The customer did not observe any leaks and changed the filter but the pressures remained out low. A field service engineer (fse) spoke to the customer to troubleshoot the event,which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.